Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge failure. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator had issue. A field service engineer (fse) attempted to contact the site but was unable to reach them due to hours of operation; the previous work order errored and closed before parts could be deferred, so the fse will reconnect with the site in the morning to reaffirm parts requirements and schedule replacements¿additionally, the customer requested a door hinge replacement, which requires specialized tools, so helmer support was contacted, a ticket was opened, and helmer will handle the issue. The good faith attempts were made to obtain additional information. No responses were received from the field service engineer (fse). Additional information was added to the record if and when it was received.